Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Information was received that the patient was on anticoagulation due to a mechanical valve and developed a hematoma. The wound subsequently dehisced, resulting in exposure of the device and infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.